Event description:
It was reported that post of a low anterior resection, a leak was discovered. The patient was taken back into surgery and the leak was fixed with sutures and there was no other patient consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.